Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 9 months after the implantation permanent increased sensing was noted. Lead dislodgement was diagnosed. The lead fixation in the sleeve was not tight. The lead was explanted and replaced.